Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair, the silicone fastener retention tubing of an omnispan meniscal fastener came off into the joint space; this was easily retrieved from the body and the surgeon completed the procedure successfully using a rapidloc device w/o further issue or harm to the pt. The complaint device discarded at the user facility. The 2 surgeons involved in the procedure reported that this exact same thing had happened at least 10 times in the month of march. Although they had these experiences, they did not note times or dates of events, they only could reiterate to our affiliate that each of these experiences were exactly the same; these were the 1st times that they had used the omnispan system, silicone tubing falling off, use or rapidloc to complete, no pt consequences, and devices discarded. Also see associated mdrs 1221934-2011-00155, 1221934-2011-00156, 1221934-2011-00157, 1221934-2011-00158, 1221934-2011-00159, 1221934-2011-00161, 1221934-2011-00162, 1221934-2011-00163 and 1221934-2011-00164.